Event description:
It was reported that the pt had their neurostimulator explanted to have an MRI. The pt was subsequently implanted with a new neurostimulator. See manufacturer report # 3004209178201009845 for issue with subsequent neurostimulator.

Manufacturer narrative:
(B)(4).